Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f swartz braided introducer sheath was received for evaluation. There were multiple bends throughout the sheath. No other visual anomalies were noted. Functional testing did not confirm an air leak; however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing and punctures, resulting in a hole, were noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, an air leak was noted. When the sheath was inserted into the patient and the non abbott catheter (thermocool smarttouch, biosense) was inserted into the sheath, air was aspirated just before the end of the procedure. Air was aspirated several times but could not be completely removed. The procedure was completed without replacing the sheath with no patient consequences.